Manufacturer narrative:
The device was not returned to (B)(4). Evaluation has not been possible. This report is being filed based solely on the complaint as it was received. A review of the device's history record showed all acceptance records present, and no non-conformances.

Event description:
The initial reporter stated that he "is not sure the pump is working correctly", and that he thought "too much is going in." The only other provided detail was that the device was "supposed to run from 1700 (B)(6), yesterday until 1500 (B)(6)." The caller was instructed to call his provider for assistance. (B)(4) attempted to follow-up multiple times, with no success. (B)(4).